Manufacturer narrative:
The insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. The pump was unable to perform all functional testing including the operating currents, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The pump was received with moisture damage motor, vibrator, keypad and battery tube assembly. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose was 124 mg/dl at the time of the incident. The customer stated that the pump fell into the ocean. The customer reported fluid under the lcd display. The customer noticed condensation in the piston area. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.